Event description:
It was reported that the 8100 had flow block error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported flow block error was not definitively identified during the customer call. However, after following the technical support recommendations and connecting the pcu to the asm software manually, the issue was resolved.